Event description:
Small bowel obstruction [small intestinal obstruction], filmy mass that was causing inflammation [inflammation], allergic reaction [hypersensitivity]. Case description: a, spontaneous report was received on (B)(6) 2009, from healthcare provider (hcp) via a genzyme company representative regarding a female patient, age and initials unk, who experienced an allergic reaction, small bowel obstruction, and filmy mass that was causing inflammation after treatment with seprafilm. The hcp reported that the patient had her primary surgery, a hysterectomy, and three weeks later presented with what appeared to be a small bowel obstruction. The patient was taken back to surgery, and was found to have a "filmy mass" that was causing inflammation or possibly causing the small bowel obstruction. The hcp stated that the general surgeon said that he had seen this before. She also said that she did some research and discovered other instances of "allergic reaction" with seprafilm. At the time of this report, the outcome of the patient was unknown.